Event description:
It was reported to vyaire medical that the avea ventilator is giving low peep (positive end-expiratory pressure). There is no information regarding patient involvement.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.